Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient has scheduled a mesh revision/excision in (B)(6) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure in 2011 and mesh was implanted. The patient experienced pain, dysuria, dyspareunia, infection, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with cystocele repair, vaginal vault suspension, paravaginal repair, anterior vaginal mesh insertion, cystoscopy due to stress urinary incontinence, anterior vaginal prolapse and vaginal vault prolapse.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2013 due to mesh erosion and vaginal pain.

Manufacturer narrative:
(B)(4).